Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: to date, the sheath has not been returned for evaluation. A follow up report will be filed upon completion of an investigation.

Event description:
It was reported that the patient's shoulder was observed swollen following use of this pressure sensing sheath kit when an arthroscopy pump in a shoulder procedure. Furthermore, the surgeon experienced difficulty suturing as a result of the swelling. There was no report of further medical or surgical intervention required for this event.